Event description:
An unspecified readings issue with the adc device was reported. Customer received unspecified sensor scan results compared to unspecified readings obtained on an unspecified source. Customer reported that they presented at the hospital for this issue but no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint for higher than expected readings was investigated. The serial number of the freestyle libre 2 sensor associated with the complaint is unknown. A review of potentially related complaint investigations identified (B)(4), which investigated sensor component lots, distribution in august 2022, that did not meet the product design specification and may produce high readings that are not clinically acceptable. Reference (B)(4). However, as the serial number is unknown, it is not possible to confirm the complaint is related to (B)(4). The related tripped trend reports were reviewed, and a trend was identified between september 2021 ¿ march 2022, investigated under (B)(4). The trend concluded that there was no product related issue and is unrelated to (B)(4) as the tripped trend was prior to the distribution of the bracketed sensor component lots (august 2022). If the product is returned and a serial number is identified to be related to (B)(4), the case will re-opened. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.